Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair procedure. Reportedly, there was an attempt to retract the feet in order to remove the device; however, the device could not be pulled back due to the "not removed" [not retracted] feet. A little more power was applied to remove the device and vessel damage occurred. A cut down was performed to treat the vessel damage and achieve hemostasis. A delay in the procedure occurred as a result of the cut down. There was no reported adverse patient sequela. No additional information was provided.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair procedure. Reportedly, there was an attempt to retract the feet in order to remove the device; however, the device could not be pulled back due to the "not removed" [not retracted] feet. A little more power was applied to remove the device and vessel damage occurred. A cut down was performed to treat the vessel damage and achieve hemostasis. A delay in the procedure occurred as a result of the cut down. There was no reported adverse patient sequela. Subsequent to the initially filed report, the following additional information was received: the device could not be pulled back as the foot could not be closed. Excessive force was applied to remove the device and the device came out with the use of "more power." Hemostasis was achieved with manual suturing during the cutdown. The delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of tissue injury (vascular injury) is listed in the prostyle instructions for use (IFU), potential adverse event associated with use of the suture mediated closure devices. It was reported that a little more power was applied to remove the device and vessel damage occurred. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the reported force applied to remove the device was circumstantial due to the difficulty experienced and would not have contributed to the overall event. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to open foot and difficult to remove the device from the anatomy may include but, are not limited to tissue or suture caught in the foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from ni to "no". H6 - patient code 4604 was removed and medical device code 2017 - excessive force was added.